Event description:
The customer reported high blood glucose levels of 444 mg/dl and the absence of a 'no delivery alarm'. Troubleshooting was performed and the insulin pump passed the fixed prime test, but did not pass the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to prime anomaly.